Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia after an infusion set change, with glucose readings reported as high as 600 mg/dl and above 180 mg/dl for about 12 hours, while the ilet continued to deliver insulin and provided alerts for sustained high glucose; the user reported delivering a meal announcement without eating and later replaced the infusion set again without evidence of leakage, using a 23" 6 mm cannula set. Symptoms included feeling sick with nausea. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization, with glucose trending down to 225 mg/dl following continued ilet insulin delivery. Investigation included review of device-delivered insulin and user reports, as well as troubleshooting and education regarding appropriate meal announcements, site rotation to avoid scar tissue, and hydration per the ketone action plan. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia associated with infusion site effectiveness unknown and a user-initiated meal announcement without food intake potentially confounding algorithm delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.